Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported by customer that for 3 to 4 days after inserting a new battery, an air bubble formed under the control panel of the pump. They stated that they were not able to press any button on the control panel. After they changed to a new battery, the customer said that they heard gas coming from the battery compartment area. Customer stated that they were able to resume pressing buttons and that all buttons were working properly. Insulin pump will not be returning for analysis.